Manufacturer narrative:
A boston scientific technical services consultant reviewed the episodes and confirmed they are similar in nature. The patient received anti-tachycardia pacing (atp) and defibrillation therapy for what appears to be atrial fibrillation (af) with rapid ventricular rate (rvr). The consultant informed the caller that the cause of the inappropriate therapy is resolved with the most recent programmer software which had not been installed on the he programmer that was being utilized. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted for reasons unrelated to this issue. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient had not been followed since (B)(6) 2012. The caller was inquiring about an some stored episodes and if they were similar in nature. No adverse patient effects were reported.